Event description:
The initial reporter alleged discrepant results were generated during the use of the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas taqman instrument. The customer laboratory's workflow involves receiving duplicate blood collection tubes from each patient, separating plasma within 24 hours of collection, and storing the separated plasma at -18°c. The two plasma samples are tested on different dates, with the first result used for patient monitoring and the second result used solely for internal quality control purposes. The samples are equilibrated and vortexed prior to testing. The allegation involved three patient samples: 1. Sample ID (B)(6), tested on (B)(6) 2021, reported "not detected." The duplicate sample, (B)(6), tested on (B)(6) 2021, reported 41 copies/ml. 2. Sample ID (B)(6), tested on (B)(6) 2021, reported 224 copies/ml. The duplicate sample, (B)(6), tested on (B)(6) 2021, reported "not detected." 3. Sample ID (B)(6), tested on (B)(6) 2021, reported "not detected." The duplicate sample, (B)(6), tested on (B)(6) 2021, reported 52 copies/ml. Serology for all three patients was reported as positive for hiv. The results from the first tests were reported to the patients, while the second results were used for internal quality control purposes only.

Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay performed within specifications. Data evaluation confirmed discrepant results for three patient samples when tested on different dates using duplicate plasma samples. The discrepancies were observed between results reported as "not detected" and low-level viral loads (e.g., 41 copies/ml, 52 copies/ml). The serology for all three patients was positive for hiv, and the first test results, used for patient monitoring, were consistent with the patients' clinical status. The second test results, used solely for internal quality control purposes, did not impact patient care. No robust growth in hiv target curves was observed during retest runs, and the discrepancies may be attributed to low-level residual viremia or sample handling/preparation processes. The device remains in operation at the customer site.